Manufacturer narrative:
Patient information was not made available from the site. It was reported that after the procedure, the medtronic representative re-booted the system again - it cycled itself once - and was then functioning and tracking normally. Replacement scu to r/a psu cable ext. Shipped to site 09/14/2015. Medtronic investigated returned suspect scu to r/a psu cable ext. A visual examination of the cable revealed several bent and twisted pins within the straight lemo connector, not allowing connection to the mating part. Physical damage - connector damaged, pin bent or missing. On 09/15/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. When logging into spine software, the camera cycles and does not connect. The medtronic representative changed out outer camera cable. Logged in and out of software multiple times without any cycling or errors. Issue resolved. Return requested no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, and while navigating, the camera suddenly cycled and then communication was lost. In trouble-shooting, the medtronic representative attempted a navigation system re-boot, however, issue was not resolved. They brought in another navigation system, took a new imaging system spin, and continued the procedure. The medtronic representative noted the imaging system spin was necessary, due to the reference frame being bumped, thus the camera issue did not cause the re-spin. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier, patient weight and patient sex information now provided.patient age not available from the site.the reported delay to the procedure was reported to be 5 minutes.